Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Zimmer biomet complaint number cmp-(B)(4). Implant date - approximately (B)(6) years ago. Reported event was unable to be confirmed. The product was not returned, and its location is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 19 years post-implantation due to wear of the polyethylene tibial bearing. During the procedure, the bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being amended to reflect changes in report date, describe event or problem, relevant tests/lab data, other relevant history, initial reporter, health professional?, occupation, date received by MFR, type of reports, if follow-up, what type?, and additional MFR narrative. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00216).

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision of the articular surface for an unknown reason. It is now reported that the patient's revision has been cancelled due to vascular occlusion.

Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth-ni, weight-ni, date of event - ni , device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ na, manufacture date ¿ ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.